Event description:
It was reported that the ilet pump intermittently failed to wake when prompted, and the user was instructed to monitor hand temperature and dampness as potential contributors and to capture video if the behavior persisted. Symptoms included no reported adverse clinical effects, alarms, or alerts. Outcomes included no impact to clinical status and no need for medical intervention or hospitalization. Investigation included user education and monitoring guidance. Investigation of this case revealed no confirmed device malfunction and no replicable issue, with the device appearing operational based on user feedback and absence of alerts. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with environmental or use-related factors possibly contributing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.